Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch #:t5dd4l. The following information was requested, but unavailable: or, did the device start to deploy staples and cut but could not be completed (partially fire)?. Or, did the device fully fire and stop during the automatic knife return?. Was there any difficulty opening the device?. If yes, how was the device removed from the patient?. If yes, did the jaws eventually open?. Device analysis: the analysis results that one psee45a device was returned with no visual non-conformances and without a cartridge reload present. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any sub sequence firings. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the psee45a jammed during the procedure. No further information was provided. It was not reported how the procedure was completed. There were no patient consequences reported.